Event description:
The clip closest to the leg attachment point of a disposable sling was disengaged to the hanger bar assembly causing the resident to slide out on to the floor. The pt suffered an injury to their head. Ref MFR report 9611530-2013-00106.